Manufacturer narrative:
A complaint history trend analysis was conducted on this product line and found this is the only account that reported anchorfast barrier not adhering with this lot number. The DHR was reviewed and found to be complete and accurate. Since the et tube the anchorfast device was securing self-extubated, this is considered an FDA reportable event. The root cause of the anchorfast barrier reportedly not adhering is not known.

Event description:
It was reported that anchorfast barrier did not adhere to the skin, was very soft, does not keep the endotracheal tube in place, kept moving around, and bends forward. It was reported that they have been changing the anchorfast 3 times per day on one patient. It was further reported that on one patient, the et tube came out completely and the patient required reintubation. They reported that the patient was being weaned off the ventilator to prepare for extubation however was not yet ready for extubation when this happened. They reported that this patient currently remains intubated.